Manufacturer narrative:
(B)(6).

Event description:
The customer received multiple questionable results from coaguchek xs meter serial number (B)(4). Of the data provided, only one set of comparison results were discrepant. The initial result from the meter at 7:41 am was 3.9 inr. Using a different finger, the result at 8:00 am was 6.1 inr. There was no allegation of an adverse event. The customer had no antiphospholipid antibodies, no current anemia, no changes to medications or diet, no recent illnesses, and no bruising. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.